Manufacturer narrative:
Patient was being treated for 3 renal calculi measuring 3mm respectively. Treatment was delivered at 120 shocks per minute at energy level of 4; a total of 1471 shocks were delivered. Patient passed away before eswl treatment was completed. No other information was disclosed. There were no issues with the modulith slx-f2 reported prior to, during, or after reported incident. Device was evaluated onsite the following day, (B)(6) 2021; no issues were found with the modulith slx-f2 device, and device was returned to the customer for use.

Event description:
We learned that a patient passed away during an extracorporeal shock wave lithotripsy procedure at (B)(6) hospital ada, in ada, (B)(6) on (B)(6) 2021.